Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the pump had gone empty because the patient had relocated and had not found a physician in time to fill the pump. The pump was refilled and they had not reached the patient since but there were no reported issues. Per the caller, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient's pump went empty on (B)(6) 2026. Technical services reviewed considerations around the pump running empty and advised the hcp that a priming bolus was not recommended in this scenario. The hcp stated that he planned to fill the pump on (B)(6) 2026. Troubleshooting steps taken with technical services resolved the issue.